Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-10537. It was reported that the patient presented in clinic for routine generator replacement. Upon device interrogation it was found that the right ventricular lead exhibited high capture threshold. The physician decided to replace the lead. During the procedure, the physician inserted a stylet into the left ventricular lead which became stuck in the lead and damaged the lead when it was pulled out. Both right ventricular and left ventricular leads were explanted and replaced without complications. Patient was stable before, during, and after the procedure.